Event description:
The cardiologist referred the patient to the explanting physician for the removal of this lead as it was not working. Suspected fracture was assumed however no x-ray was done and it was not confirmed. A new lead was implanted and the non-functioning lead was discarded.

Manufacturer narrative:
Na